Manufacturer narrative:
Correction: section b b5: the explant date is (B)(6) 2023 as it was noted incorrectly on the narrative on the initial submission. B: date of event was noted incorrectly on the initial submission. The correct date is 02-10-2023.

Event description:
The patient returned on (B)(6) 2023 and the device was removed.

Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results the DHR was reviewed for lot#6108685 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results a review of stock product was performed for hahn tapered implant lot# 6108685 and found no additional product in stock. Investigation methods/results the device was returned but not in original package. The implant was verified to be an hahn tapered implant ø5.0 x 10 mm (70-1154-imp0015) using radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. Bone debris was observed in the treading of the implant. The complaint is verified based on the returned part but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause failure to osseointegrate is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. IFU 570 rev 4.0 (hahn tapered implant system) contains the following statement in precaution section surgical procedures: minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to. IFU 570 rev 4.0 (hahn tapered implant system) contains the following statement in warning section: absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration. IFU 570 rev 4.0 (hahn tapered implant system) contains the following statement in warning section: the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin. Additional information - added a3 sex, a4 weight, and a6 race.

Manufacturer narrative:
The device has not been returned. If/ when the device is returned an investigation will be carried out and a supplemental report will be submitted. This complaint will be kept on record for track and trending purposes. Section a a3: patient's sex was not provided. A4: patient's weight was not recorded at the time of office visit. A6: patient's race was not recorded at the time of office visit.

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is iii. The patient presented on (B)(6) 2022 for a primary procedure on an unknown tooth location. The patient returned on (B)(6) 2022 and the device was removed.

Manufacturer narrative:
Additional information: b1, b2, h6 corrected information: a2, b5, g1, h1 CAPA ca-(B)(4). Manufacturer reference: comp-(B)(6).

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is iii and oral hygiene is good. The patient presented on (B)(6) 2022 for a primary procedure on tooth #30. The patient returned on (B)(6) 2023 at check for integration, final impression. During the exam, the doctor reported granulation/fibrous tissue around the implant and abnormal bone loss around the implant. It was determined that the device failed to osseointegrate was removed and bone grafting was performed. The symptoms resolved after implant removal and there was no permanent patient injury.